Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product. The causes of the insertion problems are being investigated by engineering. (B)(4).

Event description:
Record being created based on analysis.